Event description:
It was reported that this right ventricular (rv) lead has been dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been dislodged. The lead was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Visual inspection of the lead body and electrode revealed no anomalies. Typical surgery related damage is noted, but is not considered abnormal. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.